Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving low sensor scan results and having contact with paramedics who obtained a reading of 454 mg/dl on their device and provided insulin as treatment (dose/type unspecified). Customer was transported to a hospital and was treated with additional insulin (dose/type unspecified) for a treatment of hyperglycemia. Readings of 52 mg/dl, 56 mg/dl, 454 mg/dl and 256 mg/dl were plotted on a parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.